Manufacturer narrative:
This product is not marketed in the u.s. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -5.00 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged due to refractive surprise. This exchange resolved the problem.

Manufacturer narrative:
Corrected data: b4- "(B)(6) 2019" should be corrected to "(B)(6) 2019" in the initial MDR. G4- "(B)(6) 2019" should be corrected to "(B)(6) 2019" in the initial MDR. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a lens case/vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).